Manufacturer narrative:
Additional information - b4: date of this report, d8: device available for evaluation, d9: returned to manufacturer date. G3: date received by manufacturer a visual inspection of the customer returned product was performed. Included was 1 pack of 63b electrodes part no. 106130-22 with lot no. 507301 received in a shipping mailer cushion envelope. The parts received look to be in good condition from the visual/cosmetic view. The certificate of conformance was requested and reviewed and there were no non-conformances or deviations reported. Review of complaint history identified 49 total complaints from (aug 27, 2024) to (aug 27, 2025) for pn (106130-22) and events related to (electrode irritation/rash). The search was specified to the lot no. 507301. The search identified (2) complaints. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Therefore, no further actions are required at this time. Ebi will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that he experienced allergic reaction. He has sores and blisters. The patient wore the 63b electrodes on his neck. They were changed every 2 or 3 days and also used the cover patches. The doctor prescribed triamcinolone cream. No further consequences were reported. The 63b electrodes were returned for evaluation.

Manufacturer narrative:
The device has been returned to highridge medical for evaluation however, the evaluation has not begun yet. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that he experienced allergic reaction. He has sores and blisters. The patient wore the 63b electrodes on his neck. They were changed every 2 or 3 days and also used the cover patches. The doctor prescribed triamcinolone cream. No further consequences were reported. The 63b electrodes were returned for evaluation.